Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: fold creases, brown particles in the fill channel, and an opening on anterior. Leak test and microscopic analysis was performed which identified: a striated opening on anterior and an air pocket was observed within the valve to shell bond area, it is out of specification per qa199.06, was identified which is characterized as a workmanship. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. An air pocket within the valve to shell bond area didn't cause a deflation because the air pocket is within a sealed (vulcanized) area and it does not allow any leakage.

Event description:
Device has been explanted.